Event description:
Add'l info rec'd 11/3/99: rptr reasons that he was injured and or received an illness while operating the telemetry control station by microvasive infared, x-rays, ultraviolet, elf, ehf, electromagnetic fields, rptr has experienced hypertension, anxiety, loss of vision left eye, confusion, disorientation, tachycardia, severe headache and blurred vision. Rptr wants investigation sent to evaluate his work station for potential hazardous radiation. Rptr is seeing several drs and a workman's comp is pending. He has notified niosh and was summarly dismissed by telephone. Osha says they don't have authority to investigate radiation hazards. Rptr feels heat radiating from the monitors, to his face and eyes and experiences constant ringing in his ears. The hewlett packard m2350a central monitor spec sheet states 5 millirems per hr, per screen. Rptr is a fulltime employee at 2080 hrs/yr, where he watches 5 screens. Rptr has performed this job for 4 years. Rptr claims this occupational disease is due to exposure to (ionizing) x-rays and ultraviolet radiation. Rptr calculates 2.5 millirems/hr x 2080 hrs/yr = 5200 millirems/yr. Over 4 years rptr calculates that he has been exposed to 20,800 millirems of x-rays in the performance of his offical duties. This is the most conservative estimate, exclusive of uv radiation, electromagnetic fields, or radio frequencies. According to rptr, the biological effect of a given dose of radiation depends on the energy and kind of radiation invovled, the organism it affects, and the particular type of tissue exposed. Any dose of radiation destroys some tissue; exposure to even small doses of radiation may increase the chance of cancer. According to rptr the aderage individual exposure of a united states citizen due to background radiation is from 70 - 200 millirems per year. Federal radiation standards at present (1981) allow an average individual maximum dose of 170 millirems per year from all sources, exclusive of exposure from medical treatments and background radiation (chemistry: an introduction to general, organic, and biological chemistry joanne m midom and stuart j edelstein cornell univ 1981, pp 127.) "Pathologic physiology, mechanisms of disease sodeman and sodeman 5th edition 1974 pp 28, x-rays, effect on cells, scientific foundation molecular biology. The large target size of dna also accounts for the major lethal effects of ionizing radiation, where as uv irradiation kills cells largely owing to the efficient and specific capture of radiant energy by the thymine in dna with formation of dimers and consequent disruption of its information role. Based on the realization that the info responsible for a cell's characteristics is encoded in the sequence of dna, it follows simply that a qualitative change in a dna locus by removal, addition, or change in a nucleotide base info bit, can result in a mutation or change in cell properties. Since the sum total of an organism's properties depend also on the dynamic interplay of all its systems, it is not surprising that normal info expression requires a correct quantitative balance between the different elements of expressions, particularly in highly complex organisms which go through a precisely timed sequence of differentiation."